Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. Following pre-dilatation with a balloon catheter, a 12x3.00mm promus premier¿ drug-eluting stent was advanced for treatment. However, it was noted that the device got caught at the area before reaching the lesion. When the device was removed from the patient's body, the stent distal edge was found to be lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts on the first distal row were flared and lifted from their crimped stent position. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. Stent damage most likely occurred during advancing attempts. The tip was visually and microscopically examined and signs of damage were noted at the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. Following pre-dilatation with a balloon catheter, a 12x3.00mm promus premier¿ drug-eluting stent was advanced for treatment. However, it was noted that the device got caught at the area before reaching the lesion. When the device was removed from the patient's body, the stent distal edge was found to be lifted. The procedure was completed with a different device. No patient complications were reported.